Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert-fg there was no water flow and the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation showed that rust in the edm hole caused the clog. The maintenance and/or care of the insert in the field is unknown.